Event description:
Patient presented to the physician with wound dehiscence at the chest incision site, exposing the ipg. Physician brought the patient into the or, irrigated the ipg pocket with antibiotic solution, and closed the incision. Postoperative antibiotics were prescribed.

Event description:
Patient presented back to the physician with an infection and continued wound dehiscence at the chest incision site. Physician brought the patient into the or and removed the entire inspire system.